Manufacturer narrative:
Additional information: one tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not meet specifications during an irrigation leak test. Further investigation revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside the irrigation tubing.

Event description:
During an atrial fibrillation ablation procedure a leak occurred. During an ablation the egm signals became illegible. To troubleshoot the connection from the tacticath to the tactisys quartz was checked and saline was noted as leaking into the system connections. The catheter was exchanged to resolve the issue. The procedure was completed with no adverse patient consequences.